Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device or any additional relevant information become available, a follow-up report will be submitted. Date of event: unknown date in (B)(6) 2013 (B)(6).

Event description:
It was reported that air was found in one chemotherapy set after connecting. It was not possible to remove the air and use the set. This event occurred prior to use. There was no patient involvement. Additional information was requested and is not available.